Event description:
On (B)(6) 2013, the pt was implanted with two conformable gore tag thoracic endoprosthesis and a gore excluder aaa endoprosthesis to treat a pseudo aneurysm in the arch of the thoracic aorta. It was reported that the pt had a pre-existing aneurysm rupture. The physician also implanted a contralateral leg component from the innominate artery to the aorta to maintain profusion. During the procedure there was a proximal type I endoleak from the area where the excluder and tag devices came together. The physician ballooned the proximal gore tag thoracic endoprosthesis using the gore tri-lobe balloon catheter three times to gain vessel seal. During the third attempt, the ascending thoracic aorta ruptured. The physician then performed a sternotomy and found the ascending thoracic aortic tissue to be friable and almost translucent. The pt had massive bleeding and expired. The physician is not contributing the cause of death to the gore device, but to the pt bleeding out during the procedure. Further info was requested.

Manufacturer narrative:
A gore tri-lobe balloon catheter the lot/serial number is unk. A review of the mfg records for the device could not be conducted. Further info was requested. Also was used tgu404020/ 9944700. This device was captured in medwatch # 2017233-2013-00478.